Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports that the device now contains an enfit connector on end of the set, with white christmas tree adapter. Once connected to the patient, there is significant build-up of feed between the ng tube and white adapter within a relatively short amount of time (less than 4 hours), causing the adapter to slip out of the end of the ng tube and resulting in feed spilling onto the bed. Nurses must clean off the adapter prior to re-attaching to ng, and must do so frequently. There was no report of patient harm.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.